Event description:
A .018 sv5 wire became caught in the optease filter, dislocating the filter, and there was thrombus within the filter that remains lodged in the patient. At the onset of an ivc and iliac vein thrombectomy procedure, an optease ivc filter was placed in an infrarenal position just superior to the thrombus. After tpa was injected, the physician attempted to removed the .018 sv-5 wire and replace it with a storq wire, but the sv-5 wire it became stuck on the optease filter. It appeared to have caught on the transition point of the steel wire and the platinum tip of the wire. The physician made several attempts to dislodge the wire by trying to advance and/or retract the wire. He tried advancing the catheter up in an attempt to dislodge the wire from the optease, but was unsuccessful. The physician began pulling on the wire to retract it and the optease filter moved with the wire through the thrombus and down the ivc, into the iliac vein and finally lodging in the inferior portion of the superficial femoral vein. The optease filter had thrombosis in it and was distorted and looked more like a "birds nest" filter. Once distorted, the wire worked loose from the filter and was removed.

Event description:
It was reported that during an anterior resection procedure, the surgeon reported that he closed the device onto tissue and went to fire. The device would not fire or open. He did not see the lock symbol on the top of the device, and was certain that he had not touched the firing trigger after closing. He went through the steps to manually unlock the device and open. He is concerned that there was some other fault to the device other than it simply locking out due to accidently initiating the firing sequence. Due to the difficulties encountered with this device, the procedure was prolonged 10 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The patient was asymptomatic, although the superficial femoral vein was thrombosed. There was no other patient injury. The physician elected to leave the optease filter in the patient's superficial femoral vein. A second optease filter was placed successfully, and the procedure was completed without further incident. The optease and wire appeared normal prior to use, and the wire did not appear kinked or damaged prior to becoming caught. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This complaint involves a patient who was undergoing endovascular treatment of an iliac vein dvt. Prior to planned thrombolysis and thrombectomy, an optease ivc filter was placed in an infrarenal position. After filter deployment, an sv-5 0.018 in wire was advanced across the filter. Following thrombolysis, the treating physician attempted to remove the sv-5 wire and place a storq wire. The sv-5 wire became "stuck in the filter" and could not be removed. After multiple attempts to remove the wire the physician "began pulling on the wire to retract it and the optease filter moved with the wire through the thrombus and down the ivc into the femoral vein." During this event, the filter became markedly distorted. The physician decided to leave the broken filter in the femoral vein. A second optease filter was placed without difficulty and the procedure was completed. Observations: a single cd-rom containing multiple cine images was submitted for review: initial images show access from the right popliteal vein approach. A sheath is placed in the ivc, positioned at the level of the renal veins, and an inferior vena cavogram is performed. There is thrombus within the ivc at the level of l3. The renal veins are identified bilaterally at the level of l1. Subsequent images show deployment of the optease filter. The filter spans from the inferior endplate of l1 to the superior endplate of l3. The filter is tilted medial/laterally because of mass effect of the thrombus along the left wall of the ivc. Ideally, the filter should have been placed more cephalad, at the level of the renal veins, and away from the ivc thrombus. Subsequent images show a venogram of the right popliteal vein with partially occlusive thrombus noted. Following images show the filter severely deformed and now at the level of l4-5. A wire is associated with the filter. It is difficult to ascertain how the wire is caught on the filter due to the deformity of the filter and the poor image quality. On the following images the filter is no longer seen in the ivc. A second optease filter is placed in a position slightly cephalad than the first filter placement. Subsequent images show the original filter lodged in the right superficial femoral vein. The filter is markedly deformed and literally in pieces. There is no resemblance of its original normal architecture. Conclusion: this complaint involves a patient undergoing treatment of a right iliofemoral dvt. After placement of an optional ivc filter, a 0.018 in guidewire became snared on the filter and could not be dislodged. Increasing force was applied by the treating physician in an attempt to free the wire. This resulted in displacement of the filter into the right superficial femoral vein and destruction of the filter architecture. From the information and images provided, a definitive correlation between the clinical event and product malfunction cannot be made. Quite simply, this is an extremely unusual event. Great care must be taken when working through previously placed ivc filters. Wires and catheters should be carefully advanced and withdrawn through the filter under close fluoroscopic observation. At the slightest sign of resistance, movement should be stopped and the maneuver reassessed. Trying to overcome a wire snared on a filter with increasing force is almost always unproductive and can lead to severe complications. Pulling the filter along the length of the ivc, iliac veins, and femoral vein could have readily led to vein laceration. The fragmented and distorted components of the filter could also have embolized into the heart and lung. One troubleshooting technique that could have been useful in this case would have been to obtain jugular vein access and attempt to snare the end of the wire from above. This could possibly have released the wire from the filter. I do not believe that this case represents a problem with product manufacturing/quality or product failure. This event appears to be related to procedural factors and technique. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15175868 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.